Event description:
A patient was treated with a locking compression plate (lcp) 4.5/5.0 implant on (B)(6) 2012. On (B)(6) 2012, the lcp broke while implanted. It was reported that the patient was in bed at the time the device broke. This report is for an unknown lcp. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.